Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported the device displayed premature battery depletion. The device was removed, replaced, and no patient complications have been reported as a result of this event.